Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test multiple times and low battery or bad battery. The customer's blood glucose reading was 275 mg/dl at the time of incident. Troubleshooting found that the alarms occurred before and after a battery change. Customer was advised to install new battery, monitor pump and call back if any further issues.